Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range shock impedance measurement of 128 ohms on the right ventricular (rv) lead channel. Upon in-office evaluation all lead measurements were within range, however some noise was noted. No adverse patient effects were reported. This system remains in service.